Event description:
The customer reported the device delivered a shock to the patient during the test mode. It was reported to philips that the alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device delivered a shock to the patient during the test mode. There was no reported patient involvement/adverse patient impact.